Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a physician mode reset was performed and it was determined that the ins was at end of service (eos). No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was overdischarged. It was reported that the patient hadn¿t charged the ins in 4¿5 months. It was noted that the patient had two other possible overdischarge events. It was noted that this might be the third overdischarge for the device. The manufacturer representative planned to attempt a physician mode reset anyway to see if the battery is recoverable. No symptoms or complications were reported.